Manufacturer narrative:
On 10/11/2019, it was reported to mentor that the there was no capsular contracture or rupture per healthcare professional. As of 10/11/2019, mentor does not have a copy of operative report. The replacement implants were mentor smooth round high profile 630cc, serial number on the left breast implant (B)(4), lot number 7706990 and mentor smooth round high profile 630cc , serial number on the right breast implant (B)(4), lot number 7706990. On (B)(6) 2019, it was reported to mentor that the patient had a motor vehicle accident on (B)(6) 2017. Reason for device explant and/or reoperation: swelling lymph nodes and chest injury manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/19/2019, it was reported to mentor that the device was explanted on (B)(6) 2019 and discarded. The implants were intact. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: a mentor memorygel breast implant 500cc, catalog: 3505004 bc, serial number: (B)(4), lot: 6807292. (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 500cc and experienced capsular contracture, swelling lymph nodes and rupture on the right breast implant. As a result, the patient will undergo explantation on (B)(6) 2019.

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the patient did not have a capsular contracture but during MRI it was discovered that the patient had a possible puncture to the implant. Rupture code was added. Manufacturer¿s reference number: (B)(4).